Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip xtw clip delivery system (cds) was inserted. However, while steering the clip down to the mitral valve, it was observed that the blue alignment was missing. Therefore, a decision was made to remove the clip. However, while retracting the clip into the steerable guide catheter (sgc), it was observed that the clip was caught on the clip introducer (ci) and that the blue film was ruptured. It was no longer possible to advance the clip without breaking the introducer. Therefore, an 8 fr introducer sheath was placed in the hemostasis valve and placed the guidewire back into the pulmonary vein. The steerable guide catheter (sgc) and the cds were then removed together from the patient. A new sgc and a new clip were then inserted. The procedure was completed with two clips implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.